Event description:
Needle aspirator was being used for decompression of gallbladder prior to removal. Surgeon stated that the needle retracted into the lumen of the needle aspirator. Inspection of needle aspirator by product representative and nursing staff revealed open lumen with no indication of needle retraction. X-ray taken to rule out retained object. No aspirator needle identified on x-ray. Needle aspirator was noted to be bent (distal end where needle meets shaft) prior to handing off to surgeon.